Event description:
It was reported the patient's right ventricular lead exhibited low sensing as well as high capture threshold. The patient's physician elected to revise the system during which time the lead was moved to a different position. Diagnostics indicated normal parameters, and the patient was in good condition postoperative.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the rv lead was explanted and replaced due to low sensing and low rv lead impedance. The patient was stable during and after the procedure.

Manufacturer narrative:
(B)(4).